Event description:
It was reported that the customer experienced a blood glucose (bg) level of 511mg/dl and a high ketone level identified as dangerous by healthcare professional. Reportedly, the customer received an empty cartridge alarm prior to the event, indicating cartridge did not contain insulin. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.